Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy procedure, the hand switch became non-functional during the operation. A second blade was replaced, it was also non-functional. The foot switch was used to complete the case. There were no adverse consequences to the patient.